Event description:
It was reported that this inflatable penile prosthesis stopped working due to an aneurysm in the right cylinder. A surgical procedure was performed to remove and replace the existing device. There were no patient complications reported.